Manufacturer narrative:
"The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet user experienced rapid battery depletion, with the device requiring daily charging and depleting by over 40 percent within a day; the user also asked about a blood glucose value of 92 mg/dl and was advised it was within the device¿s target range. Symptoms included no adverse clinical effects. Outcomes included shipment of a replacement device and a request to return the original. Investigation included review of engineering logs for battery performance. Investigation of this device revealed abnormal battery performance consistent with battery depletion; no device alarms or malfunctions were reported. It was concluded, based on previously established findings for similar reports, that the cause was device battery performance degradation.